Event description:
It was reported to medtronic minimed that the customer experienced issues with the priming process of the insulin pump, and pump error 39 (motor current error detected) and also reported that don't receive any replacement for the sensors and infusion set that they removed for this issue. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and being unable to exit the 'load reservoir' process and the customer was able to clear the pump error alarm but not able to rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with pump error 39 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 39 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple pump error 39 alarms in the event date of (B)(6) 2025 started from 20:51:19 to 22:16:40 during basal delivery. Pump was cut open to perform visual inspection and found jammed motor gearbox. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and minor scratched lcd window. Pump error 39 alarm was confirmed due to jammed motor gearbox. Prime/fill anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.